Event description:
It was reported that the pt experienced "not good" stimulation. Impedance readings were over 2000 ohms on #0 electrode. A lead fracture was suspected. The lead was replaced. The lead was discarded at the hosp. The pt recovered without sequela.